Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose value at the time of emergency room visit was a meter read high above 600 mg/dl. It was reported that the customer was not feeling well and started throwing up. Customer, then, went to the hospital because blood glucose levels were high. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.